Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient had a return of recurring urgency symptoms. The patient got up in the night, every other night, and needed to go but can¿t. The patient¿s doctor tested and confirmed it was not bladder infections. The patient recently checked the status of the ins with the patient programmer and the ins was off. The ins was turned on and the patient felt stimulation, which later went away. The patient turned it up and later woke up and stimulation had felt increased so the patient lowered it. The patient checked the ins again and found it was off and the patient had not used the ins off button. No trauma/falls were reported that could be related to the issue. Therapy expectations and appropriate sensory response were reviewed with the patient, and the patient was redirected to follow up with their healthcare provider (hcp) regarding the issue. It was noted the patient had brain surgery and sometimes had difficulty putting things together. No further complications were reported/anticipated.